Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. The actual complaint sample was returned for evaluation, a supplemental report will be forwarded at the completion of the investigation the date of event is unknown for this case.

Event description:
It was reported that the needle was easily detached from the thread.

Manufacturer narrative:
Samples received: 57 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 4,428 units of this code-batch. There are no units in our stock. We have received 57 closed samples and 1 open and unused sample with the needle attached to the thread. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment of all closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.20 kgf in average and 1.75 kgf in minimum (ep requirements: 1.83 kgf in average and 0.71 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.